Event description:
It was reported that during an unk procedure, the handpiece error code was on the display. No further info is available. It was reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the hand piece was returned and was tested on a generator and gave an error code 5. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may have occurred an error code 3.